Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found openings on radius. A microscopic analysis was performed which identify crease sharp opening on radius and opening striated in radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. A striated edge opening on radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.